Manufacturer narrative:
(B)(4). For complaints involving the same events and patient see MDR #3010532612-2019-00085 and tc # (B)(4), MDR #3010532612-2019-00061 and tc # (B)(4), MDR #3010532612-2019-00062 and tc # (B)(4).

Event description:
It was reported that the intra-aortic balloon pump (iabp) is also having helium loss alarms after attempting volume reduction and troubleshooting. As a result, the pump was swapped out for another. It was also reported that the patient was started on continuous renal therapy (crt) to unload some fluid off the patient. There was a report of patient death. The rn reported that the patient had an ejection fraction of 12% and was not a surgical candidate. The device did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4). For complaints involving the same events and patient see MDR #3010532612-2019-00085 and tc #1900066632, MDR #3010532612-2019-00061 and tc #1900066633, MDR #3010532612-2019-00062 and tc #1900066634. No iabp part was returned for investigation. The reported complaint of iabp helium loss is confirmed based on the investigation results of the iab used. A small external leak was identified on the mating connection between the short driveline and long driveline tubing. No alarms were noted during the iab complaint investigation; however, it is possible that a small external leak could cause or contribute to helium loss alarms. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A non-conformance has been initiated to further investigate the cause.

Event description:
It was reported that the intra-aortic balloon pump (iabp) is also having helium loss alarms after attempting volume reduction and troubleshooting. As a result, the pump was swapped out for another. It was also reported that the patient was started on continuous renal therapy (crt) to unload some fluid off the patient. There was a report of patient death. The rn reported that the patient had an ejection fraction of 12% and was not a surgical candidate. The device did not cause or contribute to the patient's death.